Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via manufacturer's representative. It was reported that the patient fell post-surgical lead implant. The leads migrated and lead revision was required. Issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced a loss of therapy 2 weeks prior to the report. The patient met with a rep who discovered that the lead had moved down a little with an x-ray. The rep reprogrammed stimulation but the following day the patient reported that it was even worse and that they were not feeling any stimulation at all. The patient was not able to increase stimulation past 16 ma. The patient was redirected to their managing physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider and patient. The patient stated that the cause of the lead migration was due to a fall that they had on the ice and moving too much at work. It was noted that this occurred 10 days after implant. The patient indicated that they will be having a revision on (B)(6) 2019. No further complications were reported or anticipated.